Manufacturer narrative:
The tech found the casters were worn. He replaced both the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates both the brake and brake/steer casters are not holding when in brake.